Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two years ago. D6b: explant date: procedure happened two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70, serial: (B)(6). Batch: 20034610/18463147.